Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on patient's behalf on 11/16/2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The distributor did not report patient injury or medical intervention. It was reported that patient used alternate insertion-site preparation, which is considered off-label use. The dexcom g4 platinum continuous glucose monitoring system user's guide states: make sure there are no traces of lotions, perfumes or medications on the area. Clean your skin at the sensor placement site with an alcohol wipe. Make sure the area is clean and completely dry before you insert the sensor. It was reported that patient failed to conduct quality checks on bg meter per manufacturer's recommendations. The dexcom g4 platinum continuous glucose monitoring system user's guide states: your receiver needs calibrations to display continuous sensor glucose readings and trend information. There are important times when you must calibrate: 2-hour startup: 2hours after you insert your senso; 12-hour update: every 12 hours after the 2-hour startup calibration; more information needed or other reasons.